Event description:
Reportable based on device analysis completed on 29aug2025. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation but couldn't cross the lesion even after several attempts. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was fine post procedure. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.00mm x 8mm balloon catheter was returned for analysis. Visual and tactile inspection revealed that no identified issues with the hypotube shaft, and no kinks or damages on its shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 1.4cm longitudinal tear across the balloon body. Examination of the extrusion shaft noted that the inner lumen was pinched at the proximal and distal markerbands. Microscopic examination of the tip identified no issues.